Event description:
It was reported that the intima-ii y 20gax1.16in prn ec slm npvc was used at a high pressure and the cap came off causing medication and blood to leak. The following information was provided by the initial reporter, translated from chinese to english: after the nurse finished lancing, the imaging technologist operated the equipment and injected the medication at high pressure, the skin cap of the IV indwelling needle suddenly dragged off, causing the injected medication to fail to achieve the desired effect, and the patient's blood vessels bled profusely.

Manufacturer narrative:
E1. Address information was not provided, therefore, xx was used as a place holder.h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
1. DHR/bhr review(lot#2199825): 1) this batch of products were assembled at intima ii auto line 4 in july 2022, and packaged at cfs package line in july 2022. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 2. No actual samples and photos have been received for the complaint. 3. Take the retained sample of the complaint batch for relevant functional testing: 1) 45psi leakage test is performed, no leakage is found, and no abnormality is found on the prn. 2) prn pull force test (i.e., test the separation force between the sleeve stopper and the bottom housing) is carried out, and the test result is within the product specifications. Please see attachment for the test reports. 4. The prn can withstand the pressure of 45psi during use. If the pressure is greater than 45psi, the prn may be damaged. 5. This product (sku 383062) has never been declared to be used for high-pressure injection. 6. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since the product is not suitable for high pressure injection, the root cause of the sleeve stopper of the prn falling off may be related to the incorrect use of the product.

Event description:
No additional information provided.